Manufacturer narrative:
The clinical support specialist (css) arrived onsite to address the reported event. Css required more information (i.e. Current calibration curve, results of quality control {qc} material, methodologies and reference ranges used in laboratories b and c) to assess the situation appropriately. Ccs suggested the customer assay the samples again with 1:2, 1:4, 1:8 and 1:16 dilutions to remove interference. Several days later the customer reported that it was not possible to assay the dilutions because there was not enough sample. No further information was provided. A 13-month complaint service history review for similar complaints was performed for serial number (B)(4) from 22dec2018 through aware date 22jan2020. There were no similar complaints including this one identified during the searched period. The st aia-pack tsh analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Expected values: each laboratory should determine a reference interval corresponding to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event was unknown.

Event description:
The customer reported receiving a high result on a study patient for thyroid stimulating hormone (tsh) sample on their aia-360 analyzer. The result was 6.23 uul/ml (reference range: 0.5- 5.8 uul/ml). The physician requested the test be repeated at a reference lab. The second result was 2.5 uul/ml. Additionally, because of the difference between results, the patient returned to the reference lab where the test was repeated again and the result was 3.50 uui/ml. Both samples, the first collected on (B)(6) 2020 and the second collected on (B)(6) 2020, were sent to a third laboratory (laboratory c), and were assayed. The results were 6.25 uul/ml and 3.32 uul/ml, respectively. The patient inquired about the differences in results. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.